Event description:
A bipap auto bi-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the device evaluation, the service technician noted visible foam particles inside the blower kit. Additionally, the service technician also noted dust fail contamination and unrelated error codes, which are consistent with normal device operation under expected use conditions and are not considered reportable under medical device reporting requirements. The device was scrapped by the service center after the evaluation was completed.